Event description:
Info received indicates the siderail controls are failing intermittently.

Manufacturer narrative:
The tech found that both of the head controls would fail depending on the position of the siderail. The tech replaced both head siderail cables and the left pt control board to repair the bed.